Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the bending rubber was damaged because the cap was not positioned correctly when reprocessing the scope. Event likely occurred due to handling of the client because there was a description that the cap could not be correctly placed at the time of reprocessing. The event could have be prevented by following the instructions use which state: "caution : always remove the water resistant cap before ethylene oxide gas sterilization. If the water-resistant cap remains attached during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the covering of the bending section and/or damage the angulation mechanism." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section rubber was damaged due to the cap not being placed correctly on the scope during reprocessing, the bending section rubber was missing, the bending section rubber was damaged during reprocessing, the adhesive on the bending section rubber was detached, and water tightness was lost due to a cut on the bending section rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had the bending rubber become damaged during reprocessing. It was damaged due to the cap not being correctly placed on the scope during reprocessing. There were no reports of patient harm.